Event description:
It was reported that during an elevate anterior implantation procedure, the bladder was "button holed by the distal needle pass." The hole was recognized upon cystoscopy, the mesh was removed from the bladder, and the bladder was repaired. The procedure was completed without further complication. No additional patient complications were reported in relation to this event.